Event description:
It was reported that the patient presented with the device in back-up vvi mode after receiving multiple shocks from the device. An alert was also received stating there was a possible lead issue. Insulation anomaly was suspected. The system was explanted and replaced. The patient was sent to ICU in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: pin hole internal insulation abrasions under the svc shock coil were noted between 39.9 and 41.0cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 43.6-43.7cm from the connector pin. The etfe coating was abraded and the rv conductor was partially melted at this location. The reported field event of inappropriate therapy was not confirmed.